Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device seized, jammed and moved heavily. It was further determined that the device failed the following assessments at pretest: check reverse locking mechanism, check for air leak, check trigger for fwd/rev mode, check for untrue running, check for excessive noise, check the power with test bench, and check the starting behaviour. It was noted in the service order that the motor power on the device was too low before use on patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.